Event description:
Broken door latch, cracked case. Door latch assembly- sear cracked. Ail sensor assembly- cracked housing. Case rear- cracked. Bezel assembly- lower hinge crack. There was no patient involvement. 04/05/2018 08:43:06 (B)(6). Po for (B)(6) approved by (B)(6). Shipping & billing address confirmed. Cc payment: (B)(6) . 04/17/2018 12:41:54 (B)(6) . (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4).